Event description:
It was reported the patient¿s device kept turning off. The issue started about 1-2 months prior. The patient would turn their device on with the programmer and then ¿several hours¿ later, the device would be off. It was stated the patient would notice their symptoms return which would prompt them to check their device. The patient had gone through airport security about 6-8 times in the end of (B)(6) 2014. The device was on when they passed through security, but then noticed stimulation was ¿not working¿ after passing through. At the time of the call, the patient was not feeling stimulation, but stimulation was on. They were going to increase the stimulation. No outcome was provided with this event. Further follow up is being conducted to obtain this information.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va0haza, implanted: (B)(6) 2014, product type: lead. (B)(4).